Event description:
Device unable to charge, patient expired. 7/26/00: additional info rec'd alleges power on reset and failure of device to charge.

Event description:
Additional info received alleges power on reset and failure of device to charge.